Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that a gastric band surgery took place. An infection at the port site was detected on nine days later. Pt was prescribed zithromax (1 week) then two weeks of clindamycin, then a few weeks later, another two weeks of clindamycin and then was put on two more weeks when the port was removed. The port was removed in 2008. After the port removal surgery, the pt received in home nurse care for the wound. Pt is going to have surgery two months later.